Event description:
The customer reported that their device was showing its charge-pak and attention icons. The customer also reported that when the lid is opened on the device, there was no audio. Without sound from the device, the end user would not have the ability to follow the voice prompts and know to connect the defibrillation electrodes. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported loss of sound failure. Physio did observe the reported charge-pak and attention icons but determined there was no rapid loss of voltage with the internal hlc batteries. The device powered on and was able to charge and deliver defibrillation energy during testing.the cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.